Manufacturer narrative:
Add'l info, has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported that during surgery, the tip of the screwdriver broke off and got stuck in the set screw. It was not possible to remove the screw. It still remains in the pt.